Manufacturer narrative:
Concomitant medical products and therapy dates: small battery drive devices ((B)(6) 2020). UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable the manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event. It was reported from (B)(6) that four small battery drive devices were not holding power while in use. It was further reported that the power to the drills went in and out and was not consistent. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.